Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an off no power alarm without getting a low battery alert. Customer also mentioned getting a battery out limit alarm. Blood glucose level at the time of the incident was 180 mg/dl. During troubleshooting, the display did not return. The customer was advised that a replacement battery cap will be sent out. The insulin pump was not returned for analysis.